Event description:
Patient underwent a proximal humerus fracture repair on an unknown date in (B)(6) 2012. An x-ray, date unknown, revealed the proximal humeral head had failed the hardware. Revision surgery took place on (B)(6) 2013. A plate and 7 screws were removed and replaced with a competitors device for a reverse total shoulder procedure. There were no issues reported with the removal and the plate and screws were noted to be intact. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was an unknown date in (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.